Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited a failure to capture and was found to be dislodged. Additionally, the lead was twisted while the physician attempted to extend the helix. The right atrial lead was explanted and replaced. The patient was in stable condition.